Event description:
Information received by medtronic indicated that the insulin pump was not working. Customer was swimming with the insulin pump was exposed to moisture of the screen. The insulin pump had fluid under the lcd display. No harm requiring medical intervention was reported. The insulin pump was returned for the analysis.

Manufacturer narrative:
(B)(4). On (B)(6) 2022, the customer alleged was for moisture damage. Pump received with flashing medtronic logo. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, and self-test due to flashing medtronic logo. Unable to download history files and traces using thump due to flashing medtronic logo. Pump was cut open to perform visual inspection and found moisture damage on the pcba 1, pcba 2, force sensor, and motor. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, scratched case, cracked keypad overlay, stained keypad overlay, cracked case-corner of belt clip rails, pillowing keypad overlay, and stained serial number label damage. Flashing medtronic logo was confirmed during analysis due to moisture damage on the electronic assemblies. Pump failed to download history files and traces due to medtronic logo flashing screen.